Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum, causing difficulty walking, severe pain, elevated cobalt and chromium levels in his blood, and he continues to require ongoing medical care. Doi: (B)(6) 2007 - dor: none reported (right hip)

Event description:
Litigation papers allege, the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum, causing difficulty walking, severe pain, elevated cobalt and chromium levels in his blood, and he continues to require ongoing medical care. Update: (B)(4) 2012 - litigation papers were received. There is no new information that would affect the outcome of the investigation. Update: (B)(6) 2013 - plaintiff's sticker sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: alert date, date received by manufacturer. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.